Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the trial patient feels like he's still voiding frequently and is retaining urine. The patient also mentioned he didn't sleep well. On (B)(6) the patient¿s spouse reported he voided during the night. No further complications were reported or are anticipated.